Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the products instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Dilatation catheter: sprinter 2.0x2.0. Guide wire: bmw universal. Guiding catheter: 6f jr4. Stent: xience v 3.0 x 28 (B)(4), xience v 3.5 x 23 (B)(4).

Event description:
It was reported that the patient presented with recurring chest discomfort which the patient had reported to be going on for the last year, but had become worse over the last five hours. The patient was diagnosed with triple coronary artery disease. The report showed that the mid part of the right coronary artery (rca) was almost completely occluded and there was an 80% stenosis in the distal part of the rca. The rca was pre-dilated and then three xience stents were deployed (2.75 x 12, 3.0 x 28, 3.5 x 23) consecutively in the rca. The final results showed that the narrowing had almost disappeared and timi recovered back to level iii. The results were accepted. The treatment to the other two coronary vessels is unknown. The treatment after the procedure and additional information will not be provided by the hospital. Nine days after the procedure, it was reported that the patient felt seriously uncomfortable and came back the hospital for treatment. The reason for the patient discomfort and the details of the treatment is unknown, but the patient subsequently died. No additional information was provided.